Event description:
This complaint is being created as part of a further correction action, retrospective review for 'private label' product (FDA audit-observation #7). This complaint was received by (B)(6) 2012, (b)(46) for product reinforced tube size 7.0mm. Customer complaining: "there was a bump inside of the tube at the proximal (machine) end. Therefore, a suction tube was able to pass through".

Manufacturer narrative:
This complaint was identified during our retrospective review of private label complaints from our facility in malaysia. This is related to (FDA audit-observation #7 from (B)(4)). Based on the available information, this issue is deemed a serious malfunction because of the possibility that a bronchoscope or suction catheter could become 'stuck' in the endotracheal tube putting the patient at the risk of alveoli collapse and/or oxygen desaturation with patient having to undergo re-intubation. Reported to the FDA on (B)(6) 2013.